Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x12mm threader¿ balloon catheter was advanced for dilation. However, upon inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The physician considered to use a rotablator. No patient complications were reported and the patient's status was good.